Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Reported device (B)(4): incorrect anatomy there was no reported product deficiency. The reported death and arrhythmia are listed in the instructions for use (IFU) as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. It was reported that the xience stent was implanted in a coronary artery bypass graft. It should be noted that IFU states that the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. The implantation of the stent in a coronary artery bypass graft does not appear to have directly caused or contributed to the reported patient effects.

Event description:
It was reported that approximately twenty eight months post xience v stenting procedure in a coronary artery bypass graft, left internal mammary artery to the left anterior descending artery, the patient died in a nursing home. Date of death reported as (B)(6) 2011, death certificate states cause of death as coronary artery disease and cardiac arrhythmia. There was no additional information provided.